Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not infuse. This occurred during patient infusion. The device had been filled with 79.5 ml fluorouracil and 20.5 ml saline solution, for a total fill volume of 100 ml. The patient noticed that the infusion had stopped after 20 ml of the solution had been infused. The reporter stated that priming was performed before patient use, and solution flow had been confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured on may 6, 2014 ¿ may 7, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there was no flow coming out of the luer. A microscopic inspection identified micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The micro air bubbles caused the no flow. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.